Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/1.0/78 (sphere/cylinder/axis) lens tore during/before loading. Reportedly, "on drawing lens into the injector, there was resistance and subsequent small tear. Backup lens was loaded and procedure completed without complications. Cause of the event was reported as the device. "While gently and slowly pulling the icl through the cartridge, grasping (as protocolised) from the haptics as close to the optic as possible, the resistance met within the cartridge is such that the grasp of the haptic slips and there is a resulting tear or chip to the icl. I have been using the same forceps for around 350 cases and have found this to occur on occasion." The problem was resolved.

Manufacturer narrative:
A4-a6:unk. Work order search found no similar complaints. Claim# (B)(4).